Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause cannot be identified at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During troubleshoot via telephone, it was determined that the monitor to serial digital interface (sdi)1 input port has malfunctioned. However, the customer was still able to use the monitor to sdi2 in port and will not be sending the monitor in at this time. Additionally, the biomedical technician at the user facility switched input to look at the signal from the printer instead of the video processor. The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up report will be supplemented accordingly.

Event description:
The olympus technical support was informed by the biomedical equipment technician at the user facility that the high definition liquid crystal display monitor has "extra characters on the display. They appear to be printer related icons, one was the print quantity and the other was memory page" and also there was no image malfunction (reportable) on the monitor. This occurred during preparation before use. No patient involvement or harm was reported.